Event description:
Per the report received from Germany, Edwards received notification of a 52 mm EVOQUE procedure. Following the procedure, the patient experienced a conduction disturbance.The ECG showed bradycardia with intermittent AV block type B III following the procedure and during telemetric monitoring, in the context of known VHF and after a 48-hour interruption of the beta-blocker. Therefore, a single-chamber VVI pacemaker was implanted on POD 3.The patient recovered.

Manufacturer narrative:
D4 - Primary Unique Device Identification (UDI) Number: (b)(4). E1 - Telephone number: (b)(6).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.